Event description:
It was reported that during a meniscus repair surgery the meniscal cinch ii peek implant did not deploy and engage after passing through the meniscus and the capsule. It was stuck. A new device was opened and used at the same place and it worked. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint cannot be confirmed based on the customer provided photo, which shows the meniscal cinch inserter. The implant is not visible on/within the device. However, without return of the device for physical evaluation, the cause remains undetermined. No change in harm was identified.